Manufacturer narrative:
There is a risk if this failure goes unnoticed, or doubt arises, a further delivery of that same field may result in an overdose. It would still be possible to verify delivery of the field by looking at the linac record and using the lcd does display on the linac control system. While the relative frequency of this issue occurring is extremely low, elekta has issued an important notice to customers using desktop pro (release 5.0). The investigation is ongoing, a follow-up report will be issued when the investigation has concluded.

Event description:
Treatment history may not be recorded by third party r&v system.